Manufacturer narrative:
Updated fields - b4, g3, g6, h2, h6 ( type of investigation, investigation findings, investigation conclusion), h11. A getinge field service engineer (fse) was dispatched to evaluate the unit. The (fse) found helium bottle in cart to be closed. Could not replicate the failure. The unit passed all functional and safety tests per manufacturer specifications.

Event description:
It was reported that during use, the cardiosave intra-aortic balloon pump (iabp) showed helium levels near full then plunged low. No patient harm or injury reported.

Manufacturer narrative:
Additional information: due to characterization limit e1 (event site name: (B)(6) ) a supplemental report will be submitted upon completion of our investigation.